Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31 mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and after four recaptures and redeployments the device was in an acceptable position. The device met all release criteria, but still had a small shoulder in one of the imaging views. The physician felt comfortable in all other release criteria and made the decision to unscrew the closure device from the core wire. The device was implanted in the laa of the patient. 3-5 minutes after releasing the device it was noted that the device was no longer in the laa of the patient. The closure device had embolized to the mitral valve. The physician used a percutaneous bioptome to snare the device out of the mitral valve, but when attempting to retrieve the closure device back into the sheath it came loose and moved into the aorta of the patient. After gaining arterial access and placing am 18fr sheath the physician was able to retrieve the device back into the sheath. All devices were then removed from the patient and the procedure was ended. The patient did well following these events and experienced no consequences. The patient is planned to be discharged from the hospital doing fine with no closure device implanted.